Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with pimples and infection, at the needle puncture site. The area was prepared with alcohol before placing the sensor on the body. The patient reported noticing a lump at the insertion site after removing the sensor. The patient then visited her doctor and was prescribed flucloxacillin, which she took three times a day for one week. At the time of the report, patient condition was stable. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.